Event description:
The customer contacted baxter service center regarding assistance for a system error (se) 2240, during use during dwell 3 of 4. The customer went through the troubleshooting steps, but no leaks were identified. During this time, the power was cycled leading to ending therapy. The technical service representative (tsr) told the customer to notify their peritoneal dialysis registered nurse (pd rn). During follow-up the care giver (cg) was asked about the reported problem. The cg stated they did end therapy for the night and nothing unusual was noticed with the supplies. The cg stated that one of the solution bags did run out earlier than normal. They stated they did contact their nurse regarding the alarm, and the nurse told them it might have been from a pin hole somewhere within the set. The cg stated the problem has not reoccurred since then. The patient has been continuing with therapy fine. There was patient involvement but no patient injury or medical intervention indicated at the time of the initial report.

Manufacturer narrative:
(B)(4). The sample is not available and the lot number is unknown. Since the lot number is unknown, no batch review will be performed. A follow-up MDR will be submitted if additional information is obtained.

Manufacturer narrative:
(B)(4). The system error 2240 (air in line) occurred during dwell 3 of 4 was not confirmed due to a lack of sample. Not enough data is available within the complaint to identify root cause; therefore, the root cause of the complaint was not determined. The lot number is unknown, therefore a batch review was not performed. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. This issue has been escalated to CAPA.